Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction was confirmed for the material separation, material twisting and inconclusive for the device-device incompatibility. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model cre14s recanalization catheter allegedly experienced device-device incompatibility, material separation, and material twisted . This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, sex and weight were unknown.